Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead dropped post-implant and the physician wanted to try using st. Jude's pre-formed j lead, which also dropped during implant. It was determined this was a patient anatomy issue. The doctor decided to keep the st. Jude lead and explant this one. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.